Manufacturer narrative:
Batch review performed on 07 may 2020: lot 171885: (B)(4) items manufactured and released on 30-may-2017. Expiration date: 2022-05-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event clinical evaluation performed by medical affairs manager: secondary patella resurfacing performed 2 years and 4 months after primary total knee arthroplasty due to pain in a (B)(6) year old woman. This was caused by intervened arthritis of the patello-femoral joint. During this operation, also the tibial insert has been changed to a thicker one due to knee instability. The developmental instability is a rather commonly described possible complication following tka, because soft tissue may stretch and provide insufficient stability. It is therefore common practice to resort to a thicker insert and recreate soft tissue tension. This is not a problem due to any implant defect or malfunction.

Event description:
About 2 years and 4 months after primary the surgeon revised the patient knee for instability and residual pain. Liner swap to a thicker one and patella resurfacing. The patella bone was found deformed.